Event description:
The event is reported as: the blade is not seating properly and level in the track of the handle, therefore leaving a slight exposure of the blade above the guard. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the investigation are incomplete at the time of this report.